Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were open. The distance from the tuohy borst adapter to the pin vise handle was 5 mm. There were kinks in the outer sheath at the catheter reinforcement as well as 20 mm and 50 mm from the fracture site. The fracture site was accordioned and elongated. Tip and marker band are torn off. The stent graft was in the system and in place. The inner catheter and filling material protrudes 165 mm from the outer sheath. The complaint is confirmed, but the cause is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a stenting for declot of an av fistula in the left mid arm, the distal marker band detached from the outer sheath and stayed on the end of the stent. The access site was just above the antecubital. It is unknown if a sheath was used for the procedure. The stent deployed, but the end that had the marker band on it did not open. The doctor then ballooned the closed end of the stent. The marker band dislodged from the stent and became lodged in an accessory vein. The doctor attempted to snare the marker band but was unsuccessful. There was no patient injury reported.